Event description:
It was reported that a revision surgery was performed due to breakage of the insert post. The procedure that was performed was a knee poly swap. No further information available.

Manufacturer narrative:
It was reported that a revision surgery was performed due to breakage of the insert post. The procedure that was performed was a knee poly swap. The associated device, used in treatment, was returned and evaluated. A lab analysis conducted during this investigation noted that some abrasion, discoloration and deformation were observed in the bearing regions on the superior surface. Scratches and discoloration were also observed on the inferior surface of the insert, and material damage could be seen around the periphery of the implant. The component fractured near the middle of the post. Significant material deformation was present on the insert around the fracture surface. This fracture could have been caused due to repeated posterior impingement of the femoral cam on the post combined with excessive loads. However, based on the results of this investigation, this could not be isolated as the root cause for this particular failure mode. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. A review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. This reported failure has been identified in the instructions for use and risk management files as potential adverse events. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.